Manufacturer narrative:
Manufacturer narrative: customer complaint was confirmed. The returned used device, item smi-02ap was evaluated and found the lower jaw is broken off with no other signs of damage. The mechanisms feel normal and there is no noticeable bend in the devices shaft. Needle loads into suture passer with no issue noted. The device not manufactured by conmed; therefore, unable to review a device history review. (B)(4). Per the instructions for use, the user is advised the following: prior to use, inspect instrument to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, smi-02ap, was being used on (B)(6) 2021 during a rotator cuff repair when "the jaw of the smi-02ap broke at the exact same place as it usually brake. The broken piece was retrieved by the surgeon." The procedure was completed with an alternate same device. There was a 5 minute delay. There was no report of impact or injury to the (B)(6) years old, female patient that weighs (B)(6) this report is being raised on the basis of malfunction with potential for injury.